Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) buretrol sets over-infused. It was further reported that there was a slow drip into the buretrol despite the vent being closed. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.